Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine post operative check. X-ray imaging was performed and the atrial lead was found to be dislodged. On (B)(6) 2019, the lead was repositioned successfully with no further consequences to the patient.